Manufacturer narrative:
(B)(4): neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Levels implanted:for screws: s1 it was reported that patient underwent an unspecified spinal procedure on unknown date. On an unknown date, post-op, screws broke. Patient presented with and complained of back pain on (B)(6) 2015 (date is approximate) approximately 6 weeks. Diagnostic studies revealed 2 broken screws in existing construct. Patient underwent plf of l4 - s1 with removal of previous hardware as a result of this event. Patient did not achieve solid fusion. The fusion was very porous. The fragments did not remain inside the patient.